Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The reporter's meter was provided for investigation where it was tested using retention test strips and retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.3 inr. Qc 2: 5.6 inr. Qc 3: 5.3 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 5.7%. Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated he received discrepant results when testing with coaguchek xs meter serial number (B)(4). At 11:50 a.m., a sample from this patient was tested using the meter, resulting with a value of 1.6 inr. At 12:00 p.m., a sample from the patient was tested using the meter, resulting with a value of 2.2 inr. The patient reported this value to his independent diagnostic testing facility. The patient did not know if internal controls passed on the meter. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is twice per month.